Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the t.w. Power supply is not functioning properly and is experiencing intermittent power issues. Only intermittent power even when vasoview hemopro 2 extension cable and vasoview hemopro 2 adapter are exchanged. Switched to another t.w. Power supply to complete case. The power supply setting is usually between 2.5 and 3, but it is unknown what the setting was for this case. No delays or patient effects reported. No other concomitant products reported. No patient information, or medical history available.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a